Manufacturer narrative:
The pod was received fully deployed with evidence of blood in the needle well and in the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined. Cracks were observed in both the top and bottom housings of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 430 mg/dl at the time of the event. It was originally reported for the site bleeding. The pod was worn between 1 and 4 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. As treatment, the patient applied a new pod.